Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the pt experienced elevated blood glucose (bg) of 599mg/dl without the presence of ketones and no symptoms of hyperglycemia. A family member stated that the pt's bg was 86mg/dl, she had nothing to eat, and five hours later, her bg was elevated to the previously mentioned amount. She said that she delivered a correction bolus via the pump and the pt's bg immediately came down to about 300mg/dl. The family member noted that she replaced the infusion set and the pt's bg continued to decrease to target. She said that the infusion set had been in place for two days, the insulin was not expired, and there were no air bubbles in the tubing. The family member reported that she received an e-mail notification about cartridges that leaked. She confirmed that she used cartridges from an affected lot number. The family member said she used five cartridges from the same box; the pt had two occurrences of unexpected elevated blood glucose readings with two of those cartridges, one of which is being submitted in a separate report. The family member reported that she never noticed any leakage of insulin from the cartridges. This complaint is being reported because leakage of insulin from the cartridge cannot be ruled out as a cause or contributor to the adverse event.